Event description:
The patient found red spots around the injection area after an insulin injection at home. The red spot did not disappear even after 15 minutes. The patient went to consultation at the hospital for the issue in the same day, but the red spots had disappeared by then.

Manufacturer narrative:
The patient found red spots around the injection area after an insulin injection at home. The red spot did not disappear even after 15 minutes. The patient went to consultation at the hospital for the issue in the same day, but the red spots had disappeared by then. A review of production records showed no abnormalities or deviations from the validated manufacturing process for the main batch 211208. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issue were detected.